Manufacturer narrative:
Baxter is in the process of inspecting the iled 7 surgical light. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the iled 7 surgical light fell down to the ground. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure could confirmed during the inspection. During the on-site inspection, it was discovered that the screw used to secure the locking sleeve was missing. The retaining segment was still in the slot of the spring arm. The missing screw was traced to an installation failure during previous service events of the light system. Replaced kit 4 safety kit ac2000. Functioning as designed. Based on this, no further actions are necessary.

Event description:
The customer reported that the iled 7 surgical light fell down to the ground. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).